Event description:
Additional information received indicated there were high impedances. Contact 0 had a measured impedance of greater than 4,000 ohms. The device was reprogrammed.

Event description:
It was reported that the patient's implantable neurostimulator (ins) delivered intermittent stimulation. When the ins was programmed to cycle stimulation 1 hour on, 1 hour off, the stimulation did not turn on again "in a random way." The patient did not notice a particular place or activity that caused the "non restart." When the stimulation would not restart, the patient had to turn stimulation off and back on with the patient programmer. Additional information received about 5 weeks later reported the event did not seem posture related. During a test (suggested test was cycling 5 minutes off, 5 minutes on) with the physician, the "non restart" did not occur. Patient status was noted as no injury/no adverse event. No symptoms were noted related to the event. The device was reprogrammed as a result of the event.

Manufacturer narrative:
Implant was noted as 2011, no month or day given. Model# 8870bbo serial# (B)(4) implanted: n/a, explanted n/a. Product type: software card, programmer (B)(4).

Manufacturer narrative:
(B)(4).